Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned modular cable did not reveal any device-related issues. No issues related to the modular cable were reported. Examination of the returned modular cable revealed no damage or discoloration to the outer jacket or bend reliefs. The controller and in-line connector pins appeared unremarkable. Visual examination of the underlying wires revealed no breaches to the insulation of the wiring. The modular cable passed high resistance testing and appeared to function as intended. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook contain information in regard to caring for the driveline. The heartmate 3 lvas IFU also explains how to replace the modular cable. The evaluation of the returned modular cable did not reveal any device-related issues and no issues specific to the modular cable were reported. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and heartmate 3 lvas patient handbook, are currently available. Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The IFU and patient handbook also contain further information on use, exchanging, and caring for the modular cable. The lot number of the returned modular cable was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The modular cable was returned to the manufacturer. The patient was not identified and the reason for the exchange is unknown.